Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Pproximately eleven years and three months later, computed tomography (CT) revealed that an inferior vena cava filter was perforated greater than 3mm outside the vena cava. Two legs perforated the aortic wall, and 1 leg perforated the l3-l4 disc. Approximately four months and twenty three days later, computed tomography (CT) revealed that again filter legs appeared to extend beyond the lumen of the inferior vena cava. No filling defect or occlusion of the inferior vena cava was identified. Subsequently two days later, the patient reported with severe back pain. Vena cava filter retrieval was scheduled. Right internal jugular vein access was gained and a 0.018 guidewire was used to place a 5 french dilator and a 0.35 guidewire was used to place a 6 french sheath and a flush catheter was advanced into the inferior vena cava and contrast injections were performed and images were obtained. A stiff guidewire was then placed, and the tract was dilated to 12 french and subsequently a 20 french sheath was advanced into the inferior vena cava. A 16 french sheath was advanced coaxially into the inferior vena cave and metal forceps were used to scan and gauge the inferior vena cava filter which was subsequently removed. The filter was sent to pathology for evaluation. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into inferior vena cava, aortic wall and l3/l4 disc. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into inferior vena cava, aortic wall and l3/l4 disc. The device was removed percutaneously. The current status of the patient is unknown.